Event description:
Foley catheter snapped in half when patient attempted to remove. Distal portion of catheter remained in bladder and required rigid cystoscopy for removal. FDA safety report ID # (B)(4).